Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was unable to use or manipulate this artificial urinary sphincter (aus) pump. The patient experienced discomfort and the inability to cycle the pump. Upon explant, the physician noticed the pump was adhered to the left testicle. The aus was removed and replaced. No further patient complications were reported.